Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer changed out the cartridge. The customer did not see any insulin exit from the tubing but stated forgetting to add insulin in the cartridge. Cts stated that it is possible that insulin was not added into the initial cartridge. Cts assisted through a fill tubing and was able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.